Event description:
It was reported that the ventricular lead exhibited electrical anomalies, including low voltage impedance. Lead insulation abrasion was suspected. The system was reprogrammed to a sense, pace vector. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.